Event description:
"Pump locked up during infusion. Screen settings show pumping icon, rate 80ml/hr, volume 175ml, time remaining 2:12 hours. Keypad not responding. On/off button only caused change in alarm tone intensity. Audio alarm sounding. Had to pull internal connector to shut pump down". The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional details are available.